Manufacturer narrative:
D10 concomitant product: cm-953, cm-953 biosyn* 2-0 und 90cm gs21 x36, (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an open total knee procedure, while suturing employing the interrupted knots technique for closure, the suture kept breaking while the tissues were being pulled together. The issue happened to another suture from the same lot. After a few attempts, the surgeon had to have the technician to hold the tissue together to get the suture not to break. There was no patient injury.